Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device not working first started when they were implanted in (B)(6) 2018. The patient noted the device itself worked, but it did not help them. It never helped, no matter what program or how high. No steps were taken to resolve this ¿ they kept switching programs and there was no difference. They were worse than when they started and had no control at all. The patient was very disappointed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said their device was not working and they had to change their battery and set it on program 3 and set it to 438. They were advised they would need to confer with their clinician as they had completed the evaluation and had the implant. No patient symptoms were reported. No further complications were reported or anticipated.